Event description:
Hill-rom received a report from a hill-rom technician stating the bed exit alarm would alarm, but would not send a call to the nurses' station . The bed was located in the bed shop of the facility. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom technician found the side communication cable needed to be replaced. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The technician replaced the side communication cable to resolve the issue. Based on this info, no further action is required.